Event description:
It was reported that the device went to elective replacement indicator (eri) and depleted earlier than expected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was explanted and replaced. Analysis of the device revealed normal battery depletion. Concomitant products: (B)(4) competitor implantable defibrillation lead, (B)(6) 2002. (B)(4).